Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot# unknown, product type lead; product ID neu_ins_stimulator, serial# unknown, product type implantable neurostimulator. (B)(4).

Event description:
It was reported that by the time the patient had move to the united states in (B)(6) 2013 the right battery had fallen from her chest into her breast ¿because she was so thin.¿ it was noted that it got lower and lower and was right inside her breast. In (B)(6) 2013 patient was seen by the healthcare professional (hcp) the battery was checked and the hcp said that there was a little bit of concern about the amount of current but it was working fine. A couple of weeks later the patient was really uncomfortable because the implantable neurostimulator (ins) was in her breast and she was unable to have a mammogram. Patient saw the hcp again and it was noted that it could be causing neck problems and could be pulling on the neck and the wire. On the thursday prior to the date of this report patient had an operation to move the ins behind the muscle and it was now back in her chest. The battery was checked 2 days prior to the date of this report and it was increased a little bit higher. It was noted that the hcp stated that the ins ¿lost more current¿ and ¿in other words it may run out a lot quicker than we hoped.¿ it was noted that it may be possible that the patient would need another surgery soon and the patient needed to be monitored every month. Patient declined reprogramming since she was happy with current therapy settings and did not want to change them. It was noted that the patient¿s therapy was on all the time and it was not on a high setting and all the patient¿s previous batteries had lasted 3-4 years. Patient stated that this was not good and was not happy about possibly needing a 4th surgery in a year. The patient also stated that the deep brain stimulator was supposed to be improving her life not making it more difficult. It was noted that the patient had also stated she was in a very difficult situation and it was not easy for her. Additional information received reported they did have concerns with their device or therapy. It was noted that the patient¿s concerns were not really resolved. Patient was working with their healthcare professional or manufacturing representative and had an appointment on (B)(6) 2014.